Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores on her back, as well as, indentations and red marks from the lifevest equipment. The patient's nurse instructed the patient to apply neosporin to the affected area. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's nurse applied medication to the blistered areas and the patient's physician provided medical patches to put over the irritation. The patient confirmed the irritation had improved.